Event description:
In 1/2001 the CT tech contacted the sales rep and reported thay they could not arm the injector while using the eda patch. Sales rep visited account on 2 days later to check the injector. The injector would not arm when the eda patch was in "range ok" connected to a pt. The system could only be armed if the eda was disabled. Injector also displayed a cdc (no communication), re-power message. That morning the facility had a significant extravasation of 150ml with a pt. Eda patch could not be used.